Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the reason for the shattered screen was unknown. The customer reported when the pump was removed from customer's pocket, the whole screen was shattered. There was no known impact to the customer's blood glucose level. The customer would continue to use the pump for insulin therapy.